Manufacturer narrative:
Check of dhrs of the connector + screw, glenosphere and metal back involved did not show any pre-existing anomaly on the dimensions of these devices. This is the 1st and only signaling received on these lot #. X-rays analysis: we received the post-op x-rays of primary surgery and the x-rays taken after the incident; they underwent a medical judgment which highlighted that: from the x-rays taken after primary surgery it can be seen that the screw was not fully seated: in fact, the tip of the safety screw is not visibly coming out through the tip of metal back medially; from the x-rays taken after the disengagement of the glenosphere from the mb (with rotation of the glenosphere), an asymmetric gap can be seen between these two components: if the connector is completely and correctly inserted into the metal back, the gap between glenosphere and mb should be equal in its superior and inferior part, even in case of loosening with rotation. Therefore this early dissociation between glenosphere and metal back is probably due to incomplete insertion of the connector into the metal back and consequent incomplete tightening of the screw during the original surgery. Explants analysis: the explanted devices (glenosphere + connector + screw) underwent a further dimensional check, which confirmed the absence of anomalies. In addition, we performed a functional check with the explants and a metal back: after assembling glenosphere and metal back as per surgical technique and completely tightening the safety screw, the system was well fixed and there was no way to disengage the glenosphere from the metal back. According to lima corporate post-market surveillance data, there were a total of 5 similar cases (loosening/ dissociation of the glenosphere from the metal back) reported including this one, on over 40500 glenospheres with connector implanted ww since 2002; the related revision rate is 0.01%. By our investigation, these events were due to suboptimal implantation and are not "product-related". No corrective actions have been planned. Lima corporate will keep the market monitored.

Event description:
Primary smr reverse surgery was performed in (B)(6) 2014. The patient felt a pop in his shoulder while he was removing a suitcase from the luggage. The glenosphere was found to be dissociated from the metal back; revision surgery performed on the (B)(6) 2015. The event occurred in the us.